Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: the returned battery cap and returned cartridge cap was used to complete testing. During evaluation, the pump was exercised for 24 hours using the following user settings: max basal 4unit/hour, max bolus 34 units, max total daily dose of 150 units and max 2 hours at 43units. At the end of duration testing all limit values remained the same with no changes observed. There were no hypersensitive keypad buttons observed on the keypad. The reported complaint was unable to be duplicated. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. There was also corrosion observed inside the battery compartment. The battery compartment was also found to be leaking during a leak test. The pump was opened and there was no further evidence of moisture damage found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, all pump limit values had changed and that the patient didn¿t change the programming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.